Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in tubing separated. The following information was provided by the initial reporter: it was reported by the sales representative that the extension set broke off where the y-site connects.